Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.